Event description:
During routine testing of the device at the service center, the service tech reported a broken ground pin on the direct current control board. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during the event.

Manufacturer narrative:
Eval in progress, but not yet concluded.